Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 130 mg/dl on the subject meter compared to 99 mg/dl on another meter (true track). This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.